Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified low sensor scans and experienced unspecified hypoglycemia symptoms. The customer further reported requiring a medical emergency intervention however, no further information was reported as the customer disconnected the phone. No further attempts could be made to gather additional information as no ¿callback¿ was set up before the customer disconnecting the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified low sensor scans and experienced unspecified hypoglycemia symptoms. The customer further reported requiring a medical emergency intervention however, no further information was reported as the customer disconnected the phone. No further attempts could be made to gather additional information as no ¿callback¿ was set up before the customer disconnecting the call. There was no report of death or permanent injury associated with this event.